Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was leaking; air bubbles were observed in the line. This occurred during fill of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the caregiver (cg) in ending the therapy session and advised them to perform manual therapy on the patient if needed. Rts advised the cg to contact their pd nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.